Manufacturer narrative:
One certain driver tip was returned for inspection. A visual inspection revealed signs of wear consistent with use, and the o-ring is in fair condition. The product was functionally tested with an in house mating implant, and it was noted that the driver was able to retain the implant. The alleged malfunction was not confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Although the alleged malfunction was not confirmed, it was noted that the device is badly damaged on one face of the driver body. This damage extended to the iso latch. The device will no longer function as intended. A functional deficiency was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant driver (iipdtl) does not hold the implant at the torque height. The driver disengaged when the torque was being applied. The procedure was completed with another instrument.